Manufacturer narrative:
B3: date is approximate (month and year valid). See b5 for additional context. D6a. Implant date is an estimate (year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that until last march, a tourette's syndrome patient started having frequent jolts and muscle contractions in their abdomen. They complained that their symptoms from tourette's have became more frequent as if the therapy started losing its efficiency. During multiple follow-ups, they have performed standard impedance tests while the patient sat and walked in several postures to check for abnormalities but there was nothing out of range. They went for additional follow-ups where they were first implanted but the physicians could not determine cause.

Event description:
Additional information stated that the patient was reprogrammed but was not successful. The recharger is being replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.